Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that during surgery the lead resistance was high. As a result a new lead was used to complete the surgery, resolving the issue. The cause of the issue, reason for failure, and troubleshooting performed were unknown. There were no patient symptoms alleged and no further complications are anticipated.